Event description:
It was reported that the bd connecta plus experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the stopcock. According to the customer's report, leakage from the main connecta (male connecta) of the stopcock was observed during infusion given as monotherapy for a patient. This leakage occurred between 2 and 5 days after the start of using the product.

Manufacturer narrative:
H.6. Investigation: bd received a sample submitted for evaluation. The reported issue was not confirmed upon examination and testing of the sample. Our quality engineer visually inspected the sample and noted no damage to the device. Leakage testing following internal bd procedures was performed and the sample did not leak during testing. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta plus experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about leakage from the stopcock. According to the customer's report, leakage from the main connecta (male connecta) of the stopcock was observed during infusion given as monotherapy for a patient. This leakage occurred between 2 and 5 days after the start of using the product.